Event description:
I have a problem with dizziness and disorientation when using a blackberry cell phone. I usually limit the time that I use the phone due to this problem. Today I had to speak to someone for 10 minutes and I had the dizziness very bad and my judgement was impaired for awhile after the call. This has happened to me on more than one occasion while using a cell phone. I am very concerned about this problem. I feel that this is dangerous for people who are driving or are performing activities that require good judgement. Are some people more sensitive than others to them and can these devices actually do harm to those people?